Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, (B)(6) 2002. (B)(4).

Event description:
It was reported the device experienced a 'soft' electrical reset. The reset did not reprogram any parameters but did reset the diagnostics. The device remains in use. No patient complications have been reported as a result of this event.